Manufacturer narrative:
Combination product: yes the returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned instrument revealed that the balloon still well folded and shows no signs of inflation. The stent is severely deformed at its proximal end and displaced on the balloon by about 9 mm in distal direction. During the investigation the complaint instrument could be inflated to 7 atm (np), be held at this pressure and deflated again without any apparent irregularity. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. During stent deployment it was not possible to fully inflate the delivery balloon. Another stent was used to complete the procedure.